Event description:
A us distributor returned a monitor indicating that the monitor would not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation, there was corrosion on the j501 and j101 connectors and on the table board. The cause of the inability to power on is a short at the vcore voltage and manual_rst lines. The cause of the short is the corrosion on the j502 connector. The root cause of the corrosion is liquid ingress on an unknown contaminant. No adverse event resulted from the damaged monitor.